Event description:
It was reported that during a photoselective vaporization of the prostate procedure two fibers where used. The first fiber stopped working after 92 joules used and the second fiber was forward firing after 95 joules used. There was no report of patient injury. No further information was provided. This report is for the second fiber.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis of the returned fiber revealed that the glass cap is detached and it was not returned. The metal cap exhibits severe detritus adhesion, indicative of prolong tissue contact. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identify breaks along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure two fibers were used. The first fiber stopped working after 92 joules used and the second fiber was forward firing after 95 joules used. There was no report of patient injury. No further information was provided. This report is for the second fiber.

Manufacturer narrative:
Correction: b5 describe event or problem. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis of the returned fiber revealed that the glass cap is detached and it was not returned. The metal cap exhibits severe detritus adhesion, indicative of prolong tissue contact. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted did not identify breaks along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the first fiber forward fired after 95 joules had been expended. The fiber was replaced. The second fiber stopped working after 92 joules had been expended. The procedure was completed with transurethral resection of the prostate (turp). No other information was provided. This is for first fiber.